Event description:
PICC was "positional". It would only flush and draw back blood if arm was raised above head. Upon assessment, when arm was raised and retracted PICC 2 cm, it had a good blood return and flush. PICC was unable to flush or draw blood when arm was returned down to side. Chest xray showed no kinks in catheter. Suspected kink in catheter in arm, double lumen, was same lot number as previous piccs that we suspected kinked in other pt arm. PICC was exchanged for a new PICC with a different lot number. FDA safety report ID# (B)(4).